Manufacturer narrative:
Insulin pump received with rolling display due to faulty lcd driver. Unable to perform the functional testing including the operating currents test, self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime/delivery and no delivery tests. Pump had minor scratched display window.

Event description:
Customer reported via phone call to have experienced display anomaly. Customer reported that display screen had a "rolling" blinking black block. It was reported that the time, battery and reservoir indicators did no show a black block. Customer's blood glucose was 321 mg/dl. Customer was advised that insulin pump would need to be replaced.